Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump displayed them properly. No missing/partial display noted. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests were normal. The pump was received with minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump only has a partial display and there are missing segments on the lcd screen. The customer's blood glucose reading was 82 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test and there wer multiple alarms in the pump history. The customer was advised that the device would be replaced and to return the product for analysis.